Event description:
Customer reported passport 2 monitor screen goes blank, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative replaced motherboard. Loaded options and verified accurate operation.